Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the carrier was unable to retract from the capio cage outside the patient. The procedure was completed with a different device. There are no adverse patient effects as a result of the event.